Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised due to infection on (B)(6) 2021, one months following the first surgery. The surgeon explanted 40+3 cup and implanted 40+3 cup.